Manufacturer narrative:
Product evaluation: two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. Reported pre-deployment of t2 cannot be confirmed. Devices were functionally tested for proper actuator advancement and cycling, each device functioned as intended. Although the reported failure mode cannot be confirmed, the described failure is related to a root cause investigation that has been opened to track the root cause and applicable corrective actions. This investigation is ongoing. (B)(4).

Event description:
During a medial meniscus posterior horn repair, it was reported that both ts deployed upon activation of the first t.